Event description:
The customer reported that during thawing of a cryomacs freezing bag 750 (cfb), the cfb broke completely. The customer stated that they were able to transplant the patient with sufficient cellular material. Therefore, any risk for the patient could be ruled out.